Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using pod8s. During the procedure, a pod8 was unable to advance past the tip of the introducer sheath; therefore, it was removed. The procedure was completed using a new pod8s and penumbra coil 400s (pc400s). There was no report of an adverse effect to the patient.